Event description:
It was reported the footswitch was sent to the caller for testing because it was going out intermittently. The customer tested the footswitch and found an intermittent connection in the cable. The customer reported the normal practice of the or is to test the system before the case and they had another footswitch to replace it. There was no patient consequence. The customer had discarded the footswitch cable.